Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample revealed one of the male luers of the injection site was broken and the broken piece remained bonded with the female luer lock. The reported condition was verified. The cause of the condition could not be determined. A functional test was not performed on the broken interlink injection site. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink device was leaking from one of the connections between the injection site and the tube. This was identified while flushing the device with saline. There was no patient involvement. No additional information is available.